Event description:
(B)(4).

Manufacturer narrative:
The user facility reported the steam sterilizer alarmed with a 'relay 2' alarm. No injuries were reported. A steris technician inspected the unit and found the unit was operating properly; no issues noted. The technician noted that hospital personnel had accidentally pressed the emergency stop, located on the front of the unit, when they opened the door to the room where the sterilizer was located. The 'relay 2' alarm occurred due to the emergency stop being activated. The technician reset the emergency stop and returned unit to service; no further issues have been reported. The unit is not under steris service contract and is currently maintained and serviced by a 3rd party contracted by the user facility. Steris conducted in-service training on (B)(6) 2011 regarding proper operation of the sterilizer.